Event description:
Customer reported erroneous complete blood count (cbc) test results were obtained when using a coulter lh 500 hematology analyzer. A low hemoglobin test result of 0.6 g/dl was flagged with a partial aspiration flag. The operator reran the same sample two more times reproducing similar flagged results. The results were reported out of the lab. All cbc test results were flagged with partial aspiration flags. The same sample tube was sent to another facility and hemoglobin result of 4.3 g/dl was obtained. The pt was redrawn with a hemoglobin result of 0.5 g/dl was obtained on the coulter lh 500 hematology analyzer. The pt was transfused prior to the receipt of the hemoglobin result of 4.3 g/dl from the reference lab. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Controls were run 3 times each shift. Control were run before the incident, and recovered within range. B5: per product labeling, beckman coulter recommends review, appropriate to the requirements of the pt population, of all results displaying a flag, code or message. On (B)(4) 2008, the field svc engineer verified that the instrument was performing within specs. On (B)(4) 2008, the fse evaluated the vacuum trap on the analyzer upon request of the customer. The vacuum trap was not to the level where the instrument would generate a high vacuum error. Root cause for erroneous flagged results is unk. The sys adequately flagged the sample prompting the operator to further review. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.